Event description:
It was reported that the patient underwent a surgical procedure on an unknown date to treat sui & pop and mesh and (bs) obtryx were implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient underwent mesh revision/removal on (B)(6) 2010. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient had the concurrent procedures of a mesh procedure, and anterior colporrhaphy performed during mesh implantation. It was reported that patient had complication of thinning and perforation of vaginal mucosa during (B)(6) 2008 procedure. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection, urinary incontinence, atrophic vaginitis and urinary urgency. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency, leakage, nocturia, discomfort, and bright red bloody discharge.

Event description:
It was reported that following insertion the patient experienced urinary frequency, leakage, nocturia, discomfort, and bright red bloody discharge.